Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during basal, she changed the battery and received a failed battery test. Customer was advised to disconnect at the quick release and perform fixed prime; insulin did exit. She was then advised to reconnect and prime; insulin didn't exit and the insulin pump alarmed no delivery. The cannula was not bent. Customer was advised to change the entire infusion set. Customer declined troubleshooting for failed battery test. Blood glucose value is unknown.